Event description:
It has been reported to philips that the system leaked oil and smoke developed. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported of oil leak and smoke in the technical room. A philips remote service engineer (rse) connected with the customer remotely and was informed that the smoke had cleared but there was oil found in front of the lateral generator and within the cabinet. The rse suspected an issue with the cooling unit. A philips field service engineer (fse) inspected the system on-site and identified that oil had leaked from the cooling unit in the lateral generator, and no x-ray was possible. Upon further inspection, the fse discovered oil in the drip tray beneath the cooling unit, indicating a leak. The lateral generator was deactivated, and the cabinets were cleaned. Further troubleshooting revealed that several units in the generator were contaminated with oil from the cooling unit and needed replacement. To resolve the issue, the fse replaced the cooling unit cu 3101 and various parts namely anode drive unit (adu) certeray, xsc certeray, power inverter (point) certeray, mains interface unit (miu) certeray, fanset that were contaminated with oil. However, the fse could not determine the cause of the cooling unit leak. After the replacements, the system was returned to use in good working order and ready for clinical use. The codes were updated based on the investigation outcome.